Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo.

Event description:
The lead was returned to the manufacturer with no information and tested out of specification. Additional information received indicated that the implantable pulse generator (ipg) system was explanted and replaced due to pocket erosion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.